Event description:
The customer reported that the system stopped working during x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The user interface and image process controller 1000 was repaired. The system was tested and found to be working as intended and put back into service.